Event description:
Reporter stated that pt obtained back-to-back results of 1.6 mmol/l, 1.6 mmol/l, and 9.8 mmol/l on the compact plus system. Reporter noted that pt used 2 different strip lots; however, pt did not know which strips lots produced each result. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect products for evaluation.

Manufacturer narrative:
The event occurred in the (B)(6). Please see medwatch (B)(4) for the other suspect test strip lot.